Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use: customer reporting across all areas of the hospital that when flushing or giving meds the attached hub is loose and leads to spray of flush/medications being given.